Event description:
It was reported that a malfunction alarm occurred displaying code malf 0. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, after which the malfunction code did not recur. The customer was informed to call back if the issue recurred and was advised that they may continue using the pump.